Event description:
On june 02, 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The medical surveillance specialist spoke with the patient on june 09, 2009 and obtained the following information. The patient reported that the alleged power issue began the previous month. Despite not being able to test her blood glucose, the patient claimed she continued to take her usual dose of oral medication (unknown type) daily. On three separate occasions (date/times unspecified), after the alleged issue started, the patient stated that she developed symptoms of nausea and sweaty of which she associated with a low glucose. In response to the symptoms, the patient reported that she treated self with food and/or drink and felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) noted that the subject meter powered on both manually and when a test strip was inserted. The cca was unable to confirm the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.